Event description:
The pump was returned for investigation. Investigation revealed that the sensor is not detecting correct force. Evaluation also revealed contamination was found on the force sensor shim. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there were no occlusions in the black box or alarm history. There was no data available from the time of reported occlusions due to continued use. A rewind, load cartridge, and prime steps performed successfully with no alarms. A force sensor calibration test confirmed the sensor is not detecting correct force. The pump was exercised for 24 hours with no occlusions occurring. An occlusion was induced and the pump gives the appropriate visual and audible alert. The resistance on the force sensor measured and found within specifications. The pump was opened and contamination was found on the force sensor shim. Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.